Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was performing final tightening thru a viper tower and the tip of the viper2 final tightener driver broke off inside the concomitant device set screw. In order to removed the broken tip from the set screw, he removed the concomitant device viper towers and converted from a percutaneous approach to a mini open approach. The surgeon then removed the locking caps/set screws from the other screws of the construct. He cut the concomitant device rod with a burring bit and removed the screw with the broken driver tip using a pair of vice grips. He then removed the rest of the rod. The doctor replaced the screw that he¿d removed with a new screw, new rod and new locking caps/set screws. The surgeon then performed final tightening on the set screws using an expedium 5.5 torque handle and counter torque device. The surgeon also converted the opposite side of the construct to mini open procedure and used the torque handle and counter torque to perform final tightening of the set screws. The difficulty resulted in a sixty minute delay to the procedure.

Manufacturer narrative:
Visual examination of the returned device revealed a fracture was located at the driver¿s distal tip. Device was then sent for fracture analysis. The fracture analysis report suggests the driver underwent a quasi-static shear failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the final tighter driver tip breaking cannot positively be determined. However, the fracture analysis report suggests the driver underwent a quasi-static shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.